Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's vendor reported the pt experienced elevated blood glucose of approx 20 mmol/l (360 mg/dl) despite bolusing through the infusion device and changing the infusion set. After 2 weeks, she switched to her 2nd infusion device using the same basal rates and her blood glucose decreased. Her normal blood glucose range is 5.4-6.2 mmol/l (97-112 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.